Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. This is a report of peritonitis reported to be due to a break in aseptic technique, further specified as touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient reported a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. Per the peritoneal dialysis registered nurse (pdrn) the peritonitis event was due to touch contamination from a visiting nurse. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) vancomycin and gentamycin (dose and frequency not reported). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.